Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the correction factor setting was incorrectly entered as 1u:8mg/dl rather than 1u:70mg/dl. Tandem technical support advised customer to consult with their healthcare provider regarding the correct setting. Customer's blood glucose was 300 mg/dl.